Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was high, however a specific value was not provided. Customer used a manual injection (mdi) to address bg level and continued to use mdi as backup insulin therapy.